Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that while preparing for dinner the user observed ilet displaying high glucose with rising trend and a confirmatory fingerstick of 412 mg/dl; supply change was performed with a contact detach set, during which an air bubble was noted in the vial, and the user lacked backup insulin or therapy while visiting family. Symptoms included thirst without loss of consciousness or other acute complications. Outcomes included transient hyperglycemia above 300 mg/dl for about 90 minutes with device alerts, no ketone testing, no backup therapy, no medical intervention, and subsequent improvement to 116 mg/dl by the following morning. Investigation included customer support troubleshooting and education focused on infusion set and supply change steps. Investigation of this case revealed no device malfunction was confirmed; the event was consistent with hyperglycemia of unclear cause, with potential contribution from infusion or supply-related factors. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and remains unclear.